Manufacturer narrative:
(B)(4). H6: health effect impact code - prophylactic treatment.

Event description:
It was reported that a broken sensor wire occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced an error message on the display device and decided to remove the sensor. Upon removal of the sensor, a portion of the sensor wire remained attached to the sensor pod, and a portion of the sensor wire was visible sticking out of the skin. The patient confirmed she did not have any foreign body symptoms, and she did not attempt to remove the broken sensor wire from the skin. At the time of the initial report although a health care professional visit was scheduled, it had not occurred. On (B)(6) 2025, tech support followed up to verify additional information. The patient stated she still felt the sensor wire may have remained in the skin as she developed a foreign body reaction that consist of redness, inflammation, and swelling (puffy arm) at the insertion site. On (B)(6) 2025, the patient consulted a physician who physically inspected the insertion site and did not see nor felt the wire at the insertion site and advised the patient not to have an x-ray. The patient was prescribed one amoxicillin 875 mg tablet prophylaxis. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.